Manufacturer narrative:
(H3, h6): the manufacturing representative (rep) went to site to test the imaging system and find no fault found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for outside of procedure. It was reported that in another case operation, it was confirmed that the accuracy of the left tracker was poor. The operation was not affected because it mainly uses the right tracker. And calibration will be performed at a later date. No patient was present at the time of event.